Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the harmonic ace instrument head broke while the customer was dissecting the greater omentum. The customer used the same instrument to complete the procedure. Fragments were reported to fall inside the patient and were retrieved from the body during the same procedure. Intuitive surgical, inc (isi) followed up with the site nurse supervisor and obtained the following additional information regarding the reported event: the instrument was inspected before use with nothing found out of the ordinary. The issue with the instrument occurred about 1 hour after the procedure started. The surgeon did notice functionality issues during the surgical procedure. The instrument was noted to not turn very well. The instrument did not collide with any other instruments or hard material. The instrument was not removed before breakage and the wrist was straightened. The user felt resistance upon the removal of the instrument through the cannula. There was no damage noted to the cannula. All fragments were confirmed to be retrieved by the assistant and with endoscopic instruments. No additional surgical procedures were done to remove the fragment. Post-operative tests like an x-ray or ultrasound were not performed to check for remaining fragments. The procedure was completed. There is no report of any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found damage on the blade ¿ the broken piece, approximately 0.219" was not returned for evaluation. It is known that inadvertent contact with staples, clips, or other instruments while the instrument is activated may result in a cracked or broken blade. Scratches on the blade may lead to premature blade failure. The system will display an error message and will seize to work accordingly once it detects any blade damage. The known cause of this issue is attributed to mishandling and misuse. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image confirms the customer's alleged complaint. The instrument has a piece detached. No conclusive determination can be made based on this analysis.